Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that post trail procedure and programming the patient was transported to the ER due to chest pains. The patient was admitted due to abnormal cardiac marker and underwent cardiac stent the following day. The patient was discharged on (B)(6) 2026 and was cleared by cardiologist to resume stimulation trail. It is unknown if trail procedure contributed to this adverse event. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000182557.